Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device was normal and indicated battery voltage and current within normal range. No problem was detected.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited noise. The lead was explanted and replaced. It was also reported, that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action. Which applies to a subset of devices distributed, and implanted outside of the united states. There were no patient consequences.